Manufacturer narrative:
Initial and final MDR (B)(4). - device 6 of 10. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that ten infusion sets fell off during use over the last month. The infusion set in use for 1 to 2 days. The customer confirmed that he was experiencing frequent and/or recurring infusion set issues. The patient replaced infusion set and resumed insulin successfully. No further information available.